Event description:
It was reported to boston scientific corporation that a wallflex fc billiary stent was implanted during a procedure performed on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the indication for the stent placement was treatment for a distal common bile duct stricture. A baseline biliary obstruction assessment performed on (B)(6) 2013 revealed jaundice, dark urine, and pale stool. In addition, baseline liver function tests were performed. On (B)(6) 2013, the patient underwent the stent placement procedure. A previously placed pancreatic stent was removed. A sphincterotomy was not performed during the procedure as the patient had had a previous sphincterotomy. The study stent was implanted in a satisfactory position across the stricture. The stent placement was performed as an inpatient procedure and the patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient experienced an exacerbation of chronic pancreatitis. The patient was admitted into the hospital on (B)(6) 2013. The event was considered resolved as of (B)(6) 2013 and the patient was discharged. According to the investigation site, the event was related to the stent and the stent placement procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.